Manufacturer narrative:
On july 29, 2020, the product investigation was completed. Device investigation summary: during visual evaluation a tear was observed on the posterior view, measuring 0.5 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/20/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the patient had undergone bilateral replacement with the following devices: (left) 605cc mentor memorygel breast implant catalog: smpx605 lot: 9390644 sn: (B)(6) and (right) 525cc mentor memorygel breast implant catalog: smpx525 lot: 7735729 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation concomitant products: (right) 650 cc mentor siltex contour profile spectrum saline catalog: 3542515, lot: 6739744, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast reconstruction with two 650 cc mentor siltex contour profile spectrum saline breast prostheses, suffered left breast implant deflation, post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2019.